Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm during priming. It was reported that insulin pump fell out of customer's pocket and hit the ground. Caller stated that insulin "squirt" out when attempted to prime. Caller stated that drive support cap was protruded. Customer's blood glucose was 320 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.